Event description:
The manufacturer received information alleging battery failure occurred on a trilogy ev300. There was no report of harm or injury. The trilogy ev300 was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices batter y failed. In conclusion, the device's internal battery needs to be replaced to address the issue. The battery is currently on back order and will be replaced once received by the service center. Should any additional information be received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging battery failure occurred on a trilogy ev300. There was no report of harm or injury. The trilogy ev300 was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices batter y failed. In conclusion, the device's internal battery needs to be replaced to address the issue. The battery is currently on back order and will be replaced once received by the service center. Should any additional information be received, a follow-up report will be filed. New information: the trilogy ev300 was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices battery failed. In conclusion, the device's internal battery was replaced to address the issue. The system meets the specification for the performed service and is returned to use.